Event description:
On (B)(6) 2011, pt reported, he discovered 4 months ago the buttons on the infusion device were not working during the bolus function. Pt stated, the buttons popped back up when pressed. Pt switched to the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.